Manufacturer narrative:
Analyzer performance testing failed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs result for one patient sample from the cobas e 801 module. The initial result was 16 ng/l and was reported outside of the laboratory to the doctor who questioned the result. The repeat results were 5.97, 6.46, and 5.96 ng/l. There was no allegation of an adverse event. The reagent lot number was 370695.

Manufacturer narrative:
The service engineer performed a new instrument check. The check showed that the instrument is working within specifications, and no new issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.